Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks for noise on the right ventricular (rv) pace/sense due to a loose setscrew in the device header. It was also reported that the patient had a hematoma. The rv lead was revised in the device header. The rv lead and device remains in use. No further patient complications have been reported as a result of this event.